Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen does not power up. The customer reported the device was serviced recently. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported "touchscreen does not power up" was duplicated and isolated to failed fluorescent lamp. This issue will be internally investigated within vyaire.